Event description:
It was reported that the device misfired. It was later reported that another clip applier had been used first and would not load. Then the device was opened. It would not load at first but then it loaded. When it was reloaded, the clips fell out or the clip did not close properly. A third clip applier was used to complete the case. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device clip retainer was misaligned. Upon functional evaluation, the device was unable to fire any of the seven remaining clips. The jaw appeared to be in alignment. As each device is visually and functionally tested prior to being released, no conclusion could be made as to what may have caused the reported event.